Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that on (B)(6) 2016, the left ventricular capture threshold measured 3.75 up from a trend of 0.25-1.125 volts. Beginning (B)(6) 2016, the left ventricular pacing impedance measured 456 ohms and then rose to 589 ohms on (B)(6) 2016, up from a trend of 304-361 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high impedance and high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.